Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the main drawer could not be recovered. A field service engineer found that full height main drawer was not detected as closed. The back panel was removed, and the latch sensor light was found to be off. Upon inspection, the latch and sensor were discovered to be loose and not fully seated. The latch assembly was reassembled, and the latch sensor was confirmed to be intact. The device was rebooted, and the latch sensor light turned on. Diagnostics were used to test the full height drawer, and all functionalities returned to normal. The customer successfully recovered full height drawer 6. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer cannot be recovered. The customer reported that there was a delay in dispensing the medication and they had used an alternative station to obtain the medications. There were no adverse events or injuries reported based on this event.